Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie drawer had failed and required maintenance. The field service engineer (fse) found that the main full height drawer was not detected on the bus. The pyxibus module was replaced successfully, followed by a power cycle. Customer inventory verification was completed successfully. The back panel cable was checked, and a visual inspection was performed. Preventive maintenance (pm) was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer failed and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.